Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a detached sensor wire and an adverse event. The sensor was inserted into the arm on (B)(6) 2019. The patient reported that he started the sensor session, received a sensor error then removed the sensor. Upon removal of the sensor, the patient noticed that the sensor wire was not attached to the sensor. A few days after sensor removal, patient began to experience discomfort in the arm. After approximately 4 days, the discomfort progressed to nerve pain and a constant ache in the arm. Patient went to the emergency room where an MRI and an x-ray confirmed 2 fragments of filament about 1 to 2 mm from the humerus bone. Patient was discharged the same day and was instructed by the doctor to return for surgery after 30 days if the discomfort does not go away. At the time of contact, the patient was still experiencing intermittent sharp pain but nothing constant any longer. Patient is currently at home and in ok condition. No product or data was provided for evaluation. Confirmation of the allegation was confirmed based on the x-ray image of the retained sensor wire. No additional event or patient information is available. It was indicated that the sensor was inserted into the arm, which is off label usage/misuse of the device.